Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted scratches and gouges were on the housing outflow rim, attributed to the valve explant procedure. There was no evidence of cavitation erosion on the disc. The as returned subassembly met all the assembly requirements that were in effect at the time of manufacturing cessation. Histopathology evaluation noted that the samples of the limited tissue remaining on the sewing ring consisted of poorly cellular mature host pannus with extrinsic calcification and no evidence of infection in the sections examined. Conclusion: a conclusive cause of the explant could not be determined based on the analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that 23 years post-implant, this mechanical valve was explanted for an unknown reason and replaced with another valve. No further adverse patient effects have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information and device return have been requested. This report will be updated if additional information is received or when the investigation is completed. (B)(4).